Manufacturer narrative:
Physio-control evaluated the device and verified the reported power issue.  Physio-control replaced the battery connector pins, the main keypad assembly and the system pcb assembly.  Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. The removed parts were further evaluated and the cause of the reported issue was determined to be a failure of the single board computer assembly, which is located on the system pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance as well as a quote for servicing their device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has a service indicator present and will not complete the boot-up process in order to power on.  The customer advised that when attempting to power the device on, it cannot get beyond the initial self-test screen.  Additionally, the device will not respond to button presses and the batteries must be removed in order to power the device off.  As a result, defibrillation would not have been possible if it were necessary. The customer advised that the reported issue was observed during routine inspection and that there was no patient use associated with the reported event.